Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Ultimately, the altitude alarm cleared by reloading the cartridge and insulin delivery was resumed. Customer's blood glucose ranged from 200-239 mg/dl.